Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pain in hip same side as injection [arthralgia]. Respiratory problems [respiratory disorder]. Case description: spontaneous report was received on (B)(6) 2011 from a pharmacist regarding a pt of unk age and gender, initials unk, with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc 2ml 1x/week into the knee. On an unspecified date, the pt experienced pain in the hip on the same side synvisc was injected. The pt required surgery 2 days later for an unspecified diagnosis. The pt experienced respiratory problems while receiving treatment in the hospital. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the events of pain in the hip and respiratory problems was not assessed. The relationship between synvisc and the events of pain in the hip and respiratory problems was not provided by the reporting pharmacist. The pt's outcome was not provided.